Manufacturer narrative:
This record is no longer reportable to the FDA as it is a duplicate. The events are being reported in manufacturer report number 9617229-2025-14345.

Event description:
Duplicate record. The event are no longer reportable for this record and being reported in the operational record. There is no longer a complaint in this record.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side capsular contracture baker grade unknown and pain which is worse on the right-side". Device remains implanted.